Event description:
In (B)(6) 2014 while using a competitor's product, the end-user developed red weepy skin under the entire wafer area. On an unknown date end-user changed to an alternate product. The issue did not improve after changing to new product.

Manufacturer narrative:
It is reported the product was changed every one (1) or two (2) days. On an unknown date, the end-user saw an enterostomal therapy nurse who recommended nystatin powder and skin prep to the area but the end-user states this was not effective. The application of ointment to peristomal skin and interference with adherence of the wafer was discussed as well as the crusting technique. The end-user was seen by a dermatologist who recommended fluticasone ointment to the peristomal skin daily. On (B)(6) 2014, the dermatologist changed to clobetasol ointment two (2) or three (3) times per week. The end-user was offered and declined alternative product samples. The end-user stated he does not want to change the product. Based on the available information, this event is deemed to be serious injury. No further information was available at the time of the report. A return sample for evaluation is not expected. The lot number was not provided. Should additional information become available, a follow-up report will be submitted.